Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing when the patient laid on her side. No intervention, symptoms or additional information was reported.